Event description:
The customer reported the system was intermittently locking up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased. The filament was calibrated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.